Event description:
The event reported by the account stated that the catheter was kinked inside the package. The product was not used. Upon inspection of the returned product, the kinked/bent complaint was confirmed. Additionally, the hypotube section of the shaft broke into two pieces at the site of the kink. Multiple attempts to obtain additional information regarding the catheter fracture were unsuccessful.

Manufacturer narrative:
Inspection of the returned product revealed a hypotube fracture. Based on the limited clinical information available, it is not possible to determine the exact cause of the damage. It is possible that the break occurred during return shipment or in attempts to straighten the device but there is no evidence to suggest that it is manufacturing related. Attempts to contact the account to clarify the event were unsuccessful. Upon inspection of the returned product, the kinked/bent complaint was confirmed. Additionally, a fracture of the hypotube was noted 47.5cm distal to the strain relief (at the site of the reported kink). The fractured faces were ovaled, indicating that the hypotube was bent or kinked prior to fracture. A review of the device history records relative to the manufacturing and inspecting of this lot indicated that the product met quality requirements for acceptance. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary. In conclusion, the exact cause for the reported kinked/bent complaint and the resulting hypotubing fracture could not be determined, but it does not appear to be manufacturing related. Fractures of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking-straightening-kinking) may result in the eventual fracture of the hypotube as a result of excessive strain coupled with fatigue. This condition is likely related to the handling of the product.